Event description:
It was reported that the pump displayed error code 41541, doesn't turn on with battery before testing. During investigation in event history log it was found system fault 41541. This malfunction renders the event reportable. No patient involvement or adverse events were reported.

Manufacturer narrative:
The suspect pump was returned for evaluation, and the event history log (ehl) was reviewed, which recorded system fault 41541. The 12-month service history was also reviewed, indicating a previous repair for a ¿cassette not attached¿ error that was resolved with a software reload. Visual and functional inspections revealed a missing battery door and a buckled uso seal. The complaint allegation was confirmed. The probable cause was identified as an inoperable latch/lock sensor. Additionally, the customer¿s complaint regarding power issues was confirmed during power-up testing. Corrective actions included replacement of the pwa, latch/lock sensor, and power button. Power-up and latch/lock testing were performed, followed by dso/uso sensor calibration and pvt. The unit subsequently passed all testing criteria. The software was updated, and the device was reset to standard configuration.